Event description:
It was reported that under fill occurred during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "the vacuum in the tubes are too low so they don't fill." 1000 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for draw volume with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-consonances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that under fill occurred during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "the vacuum in the tubes are too low so they don't fill." 1000 occurrences were reported.